Event description:
It was reported that the patient had a pump replacement due to possible pump malfunction causing a bolus of medication. It was reported that on (B)(6) 2012, the patient¿s pump was alarming every hour due to a suspected ¿low volume¿ alarm. The patient was past due, by two days, for a refill. The physician scheduled an ¿urgent¿ pump refill procedure. The refill occurred later that day on (B)(6) 2012. During the refill, it was said, the provider retrieved 1 ml, but expected 1.5ml. The event logs confirmed that the medication dose was not changed at this time. It was calculated that from the time frame from when the patient left the refill procedure, to the following symptom onset, was two hours and 21 minutes. The patient had a rapid onset of ascending numbness from his feet, to his abdomen, along with respiratory difficulty. The patient was able to walk with assistance, but reportedly could not ¿straighten up,¿ and ultimately ¿lost use¿ of his legs. An ambulance was called and upon arrival, the patient was ¿very weak,¿ but able to talk. The patient insisted he was ¿in danger of dying¿ and requested urgent transport. Patient was emergently transported to an emergency room (ER) and naloxone was administered while in route. The patient stated, he ¿passed out¿ twice during the transport to the hospital. Upon arrival to the emergency room, the patient was said to be conscious but sedated. Other symptoms included hypotension, bradycardia, premature ventricular contractions (pvc), other unstated cardiac arrhythmias, altered mental status, overdose symptoms, and ascending numbness. It was said, the patient¿s heart rate and blood pressure were ¿all over the place.¿ the patient could not move or feel his legs and could move his arms, but they were weak. He had upper body spastic jerking ¿every minute or so.¿ the pump was interrogated. There was no indication of pump malfunction or change from baseline rate, however, a bolus was detected. Another dose of narcan was given in the ER. Within one hour of being in the ER, the patient¿s numbness in his chest, abdomen, and lower extremities resolved. His pump was set to a simple continuous rate, at a 0.48 ml/day flow rate and the patient was admitted to critical care unit (ccu). The patient was not been able to urinate, despite the local anesthetic effect wearing off, resulting in urinary catheterization. The physician speculated, ¿the most likely explanation for inability to urinate in this circumstance would be local anesthetic residual effect or this in combination with increased morphine, less so clonidine or baclofen.¿ the managing physician later accessed the pump reservoir and confirmed a pocket refill did not occur. At that time he withdrew and discarded 40ml of medication from the pump reservoir and replaced it with a new mixture of same medication and concentrations. It was said, there was no obvious deficit from the medication left in the reservoir. The patient was ¿stable¿ at that point and was ¿seemingly at his baseline.¿ the physician restored the patient's pump settings back to their original flex dosing settings. The patient was subsequently discharged the next morning, (B)(6) 2012. The admixture was tested and confirmed the drug mixture did not contribute to the event. The physician stated, the patient symptoms were consistent with an ¿acute bolus of local anesthetic.¿ per the physician, ¿it was clear¿ the patient received a bolus of local anesthetic. The physician was unsure how much bolus reached the patient; he ¿initially thought it had to be in the order of 10-20 mg in order to give him a high spinal.¿ it was calculated by the physician that the recent new ¿medication from the refill placed in the reservoir at 330 pm on (B)(6) 2012 would not reach the patient until sometime after 330 pm (B)(6) 2012.¿ given this, the new medication, dose and concentration would not have been a culprit to this event. It was said by the physician, ¿ I had calculated that at 11 mg per ml of marcaine, assuming it is isobaric, that patient would have needed 0.5 mls to 1.0 ml of medication, possibly up to 2.0 mls, to create the spinal effect he was observed to have. There was no obvious 0.5 ml or 1.0 ml of medication missing.¿ the pump was re-interrogated, and there was no evidence of malfunction. The pump was refilled with a new mixture and reprogrammed to its original settings. The health care provider was concerned it may be possible the pump bolused the patient ¿between 0.1 and 0.3 ml¿ and he went on to say ¿there could have been a delayed bolus of reservoir fluid into the catheter, two hours and twenty minutes later.¿ it was stated, it may have been a mechanical event not recorded as a triggered event by the pump software. The physician also stated, ¿there is a factual probability that a small amount of fluid from the reservoir was bolused into his spinal fluid at around 5 pm. If even 0.1 mls of fluid was bolused this would be 3.38 mg of marcaine. The most he could have received would be 1 ml or 34 mg of marcaine. I do not think he received this much as it would have taken hours for this to wear off and probably would have been lethal to him. Given quick offset and ignoring any tolerance effects he may have received 4 mg of marcaine. If tolerance is present he could have received 8-10 mg of marcaine. Therefore, the maximum volume I think he received would be 0.3 mls and the range would be 0.1 mls to 0.3 mls. If this was hypobaric and ascended in his spinal fluid he would note quick onset of local anesthetic effect. He would also note fairly quick offset. He would also receive an additional dose of morphine which would contribute on an acute basis to urinary retention.¿ the physician also noted, ¿another possibility is that the medication is isobaric. Then I believe the pump would have to bolus least 20 mg to create a high spinal leading to arm weakness. That would equate to a volume injected of about 0.6 mls. I doubt this happened as this would take hours to wear off.¿ the physician also noted, ¿another possibility is that the medication is hyperbaric. This would mean that in the upright position the patient would feel numbness in his legs and abdomen, but when he was on the ground it is more likely the medication would float preferentially upwards.¿ the physician went on to explain how he would have expected ¿that 5-10 mg of marcaine could give numbness to the abdomen, but once he was on the ground some part of this marcaine could have travelled cephalad and created upper extremity weakness, sedation. This appears to be the most likely scenario. This would require 0.15 to 0.3 mls of bolus.¿ it was noted, (B)(6) noted the pump malfunction as overinfusion, mechanical failure and self-activation/keying and noted, the catheter as overinfusion and mechanical failure. The patient had a past history of significant reflex sympathetic dystrophy and chronic pain. The pump was filled with morphine, bup ivacaine, clonidine and baclofen. The total dose of morphine was set at 3.7 mg per day. The patient was reported as alive and without injury at the time of this report.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed dispense testing at 300 ul/day failed and displayed an over infusion with odd graphing. Infusion testing at 300 ul/day for 15 hrs displayed that the pump was dispensing within specification but graphing looked a bit odd. During the preparation for infusion testing the pump became hard to aspirate. Once able to get fluid out of the pump the fluid had become extremely discolored, like tea colored. Destructive analysis was performed. When compared to a known good pump tube, the returned pump tube had discoloring, deformation and slight mechanical wear. A slight loss of elasticity was noted, when subjectively compared to a known good tube. The motor can pads do not touch the pump head cover; therefore do not meet print specifications. Destructive analysis was performed on the reservoir. The bellows was lined with brown residue. The filter and opm (over pressure mechanism) valve also have residue on them. The rest of the fluid path shows signs of residue build up. It is significant to note that the pump is filled with 40-41 mls. ¿I inject until the pressure in the reservoir resists further filling.¿ this comment is important because filling the reservoir until the pressure resists usually means the pump has been filled to opm. Analysis conclusions: residue inside of the bellows and the fluid path is suspect and believed to have caused the difficulty in filling and aspirating the pump during analysis. The motor can pads do not touch the pump head cover; therefore do not meet print spec. Didn't appear to affect pump performance. See print in attachments. The inconsistent infusion testing cause was not determined but does suggest that it is possible if the tube, bulkhead or pump head no longer meet design specifications that fluid could flow past the roller. Over infusion did occur during some of the analysis testing. A combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube. Destructive analysis of the pump tube was not performed to preserve the integrity of the component, should additional testing be required. The over filling of a pump reservoir combined with a pump that may no longer meet design specs as just mentioned can make the infusion issue worse.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information: in conjunction with the previously reported information of [it was said by the physician, ¿ I had calculated that at 11 mg per ml of marcaine, assuming it is isobaric, that patient would have needed 0.5 mls to 1.0 ml of medication, possibly up to 2.0 mls, to create the spinal effect he was observed to have. There was no obvious 0.5 ml or 1.0 ml of medication missing.¿]......the physician also reported that [there was 41 mls of medication. The predicted amount was 39.9 mls. This is significant for two reasons. First, the refill had been accurately placed. The patient had not suffered an adverse reaction to an inaccurate pump refill. Second there was no obvious deficit of medication in the reservoir. I had calculated that at 11 mg per ml of marcaine, assuming it is isobaric, that patient would have needed 0.5 mls to 1.0 ml of medication, possibly up to 2.0 mls, to create the spinal effect he was observed to have. There was no obvious 0.5 ml or 1.0 ml of medication missing. In retrospect, the syringe I order for a refill is filled to 42 mls. I normally dispose of 1 ml to clear any air bubbles, then inject 40-41 mls of medication. I inject until the pressure in the reservoir resists further fill. To my recollection that is what I did in the 230 pm refill and that would correspond with the observation of medication left in the reservoir. What is clear is that maximum I could possibly inject would be 42 mls. That is what was in the syringe.] The following information was previously reported in manufacturer's report # 3004209178-2013-00485 additional information received indicated that it is part of this event: [the hcp reported that the patient¿s pump was alarming every hour. The patient should have had a pump refill on (B)(6) 2012. Therefore, it was clear the low volume alarm was going off. He needed a refill. Patient was unsure if the alarm had been going for one day or longer. Hcp decided to expedite a refill of his pump. The hcp called the patient and the hospital pharmacy he usually has his refills in. Orders were faxed and the hcp was alerted later that afternoon that the medication had been mixed. The patient had a refill of this pump on (B)(6) 2012 at (B)(6) hospital. This was done on a semi-urgent basis on a saturday afternoon. The patient¿s regularly scheduled refill had not been scheduled by the hcp¿s office. Patient called reporting that his pump was beeping in the morning at 9:54 am. The hcp made arrangements to have his medications prepared at the same hospital pharmacy that normally makes his medications and performed a routine refill at 230 pm to 245 pm in the hospital ed. Print outs were made and retained. They confirm no change in rate was made at the time of the refill. Patient left the hospital about 250 pm . Patient was transported by a friend to a residence about 30 miles from (B)(6). Patient walked out of the car by himself to the friend¿s garage so that they could sweep the floor and clean up when the patient reported rapid onset in a matter of a few minutes of ascending numbness from his feet, to his abdomen. He first noticed that his abdomen was numb, that he could not feel the cold in the garage. He tried to make it from the attached garage into the house but was unable to do so. He used his cell phone to call his friend who was now in the house. He told his friend to call an ambulance urgently and asked to be helped into the house. He was able to walk with assistance to the house but reported he could not straighten up. When he reached the house he was unable to stand up and went to the floor. He reports he lost use of his legs. The ambulance arrived and patient was very weak but able to talk. The emt were treating him in a routine manner. The patient insisted that he was in danger of dying and requested urgent transport. The patient asked his friend to call the hcp¿s cell phone which he did. Patient estimates that the time frame between noting problems, calling 911 and the ambulance arriving was approximately 15 minutes. Therefore the onset of symptoms was at approximately 5:12 pm. This is a 2 hour and 21 minute time frame from when he left the hospital. The hcp listened to the situation, talked to the emt, informed them they were dealing with a life and death situation of probable local anesthetic overdose, requested all resuscitative measures be available and used including intubation and cardiac support and that emergency rapid transport to the hospital be undertaken. The hcp advised to not use trendelenburg and start an IV. This trip was estimated to require 20 minutes. The patient reported to the hcp he was numb up to his sternum, could not effectively use his arms or his trunk muscles, that he passed out twice, remembers being given narcan, this made him feel like he was having a heart attack. The patient arrived, was conscious but sedated, hypotensive, bradycardic with some arrythmias. He had received 2 mg of narcan which had improved his mental status and respiratory rate but he was still somewhat sedated although he was able to communicate. He could not move or feel his legs. He reported numbness to his nipples. He said it had been worse in the ambulance and that he had felt numbness up to his neck. He could move his arms but they were weak. He could not maintain normal trunk posture and would slide off to his left on the stretcher. He was having spastic jerking every minute or so of his upper body. He was having some rhythm irregularities, mostly pvc and bradycardia. The pump was interrogated, set to minimum rate, the log was interrogated, no indication of pump malfunction, change from baseline rate, bolus was detected. The pump pocket appeared normal. While the patient was in the ed, within one hour he had complete resolution of numbness in his chest, abdomen, and lower extremities. He went from unable to move his lower extremities to able to move on command and normally. His mental status returned to normal. The patient was admitted to ccu and the patient was subsequently discharged the next morning, (B)(6) 2012. The hcp believed the patient had symptoms consistent with an acute bolus of local anesthetic about 2 hours and 20 minutes after his pump refill. The local anesthetic effect appeared acutely after a pump refill and resolved quickly, within an hour and a half of onset. This suggests that the dose was not in the order of 20 mg. Even allowing for patient tolerance over time to local anesthetic. The pump did not record evidence of malfunction. The pump refill was correctly placed. If the hcp injected 42 mls into the reservoir, then the maximum missing volume is 1.0 ml or 11 mg of marcaine. This is the maximum bolus dose any under circumstances he could have received. There was no obvious volume deficiency in the reservoir. The hcp also indicated that there was a factual probability that a small amount of fluid from the reservoir was bolused into his spinal fluid at around 5 pm. If even 0.1 mls of fluid was bolused this would be 3.38 mg of marcaine. The most he could have received would be 1 ml or 34 mg of marcaine. The hcp did not think he received this much as it would have taken hours for this to wear off and probably would have been lethal to him. Given quick offset and ignoring any tolerance effect she may have received 4 mg of marcaine. If tolerance is present he could have received 8-10 mg of marcaine. Therefore the maximum volume the hcp believed the patient received would be 0.3 mls and the range would be 0.1 mls to 0.3 mls. If this was hypobaric and ascended in his spinal fluid he would note quick onset of local anesthetic effect. He would also note fairly quick offset. He would also receive an additional dose of morphine which would contribute on an acute basis to urinary retention. The pump delivered morphine, bupivacaine, clonidine, and baclofen.]....and....[ additional information received reported that the drug testing confirmed that the concentrations did not contribute to the event.]

Manufacturer narrative:
Product ID: 8709 lot# l72771, implanted: 2000 (B)(6), product type catheter product ID: 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), product type accessory product ID: 8709 lot# l72771, implanted: 2000 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.